Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the condition of no audio. Audio was not functional on any volume setting and was caused by a failed speaker. The rear case assembly containing the speakers was replaced.

Event description:
It was reported that a spectrum pump had no audio. It was also reported that there was no pt injury.